Event description:
The pt was implanted with a 3mm x 16mm stent in the mid left anterior descending coronary artery. After the pt received the implant, they were told the device was metal, which they claim they have an allergy to. The pt stated they would have not had an implant if they were aware the device contained metal. One day later, while still hospitalized, the pt developed a purple blotchy and "blood red" rash, with itching over entire body, except for palms of hands and soles of feet. Patient was told this was most likely a reaction to medications or dyes. Pt was treated with steroids and benadryl and discharged several days later. Pt complains of "pain in the heart", level 2 on a pain scale, this is present "most of the time." Since the implant, the pt has been experiencing rashes that come and go affecting different areas of the body. Since implant, patient states they have developed symptoms they never had prior to the implant, such as joint pain and breathing difficulties. They complain of "general ill feeling" as if they body is rejecting something. They indicate that they do not feel they were given adequate information prior to the implant, is dissatisfied about the outcome and have questions about possible long-term effects.